Manufacturer narrative:
Our product evaluation lab received one pacing catheter with 1.3cc syringe. The customer report of pacing issue was confirmed. Continuity test found that a full open condition of the proximal circuit in y-adapter. Proximal leadwire was found to be broken within the y-adapter. The distal circuit was found to be continuous. No visible damage or abnormality was observed from catheter body, balloon, windings, and returned syringe. The balloon inflated clear and concentric and remained inflated for 5min without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time. The affected final work order documentation and the manufacturing process were verified and not deficiencies were found. It was reported that it was not possible to pace after inserting the catheter in patients body. As per product evaluation, it was found a full open condition of the proximal circuit in y-adapter. Also, the proximal lead wire was found broken within the y-adapter. As per manufacturing process, the procedure includes instruction for the verification of bifilar nickel magnet wire before the insertion into the catheter tube. The procedure also includes instructions for the proper way to weld the filaments to the electrodes. It also includes instructions to perform a continuity test of the electrodes and the wire insertion in the catheter body. Then, the pin plug assembly is welded to the wires and a verification of continuity of distal and proximal pin plugs is performed. A final continuity inspection is performed to the electrodes. During the manufacturing process, the units go to several continuity test. After the y-adapter is assembled, no operation was identified that could cause damage to the electrode within the y-adapter. As part of the corrective actions, a personnel acknowledgement was provided to the manufacturing personnel on (B)(6) 2024 as part of this complaint. Complaints incidence will continue to be monitored, and applicable actions will be taken as required. The lot history review was performed and no other complaint with the same lot number or defect code was evaluated related to this nonconformance for bipolar product models.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the catheter was unable to pace during use. Pacing was attempted after inserting the catheter in the patients body, but it did not work at all. The catheter was replaced and the problem was solved. Information including kind of surgery/examination the catheter was used for and if the patient had cardiac conduction defect was unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.